Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube). Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify failed battery test alerts and charge/battery last less than expected due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received failed battery test and the battery was lasting for less than 24 hours. Customer reported they were using standard batteries for insulin pump. Contact on the battery cap was neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.